Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced a line blocked alarm while using the cadd cleo infusion set during insulin therapy. The issue was resolved by replacing the infusion set at a different site, and insulin delivery resumed successfully. There were patient involvement and no patient harm.